Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Hp reported holes in the patient extension set, which resulted in a leak. The leak was noted during the initial drain cycle of therapy when the hp received a low drain volume alarm. The hp ended therapy at the time of call and therapy was completed with manual exchanges. Follow up with the hp indicated they had contacted the rn, however, no medical intervention was reported.